Manufacturer narrative:
Concomitant medical products: plc231200/14202953, plc231000/14194513, plc271200/14110400. (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a type b uncomplicated aortic dissection and was implanted with conformable gore® tag® thoracic endoprostheses with the most proximal device placed in zone 3 of the proximal descending aorta. The maximum diameter of the aortic aneurysm/lesion was reported to measure 43mm. The patient survived the procedure with no reported complications or endoleak; and was discharged on (B)(6) 2015. On (B)(6) 2016, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The maximum diameter of the aortic aneurysm/lesion was reported to measure 72mm. This same day the patient was reported to have been converted to open repair for treatment of a continuous dissection of the abdominal aorta. It is unknown whether the devices were explanted. The event relationship was reported to be related to the aortic device or procedure. The patient survived the procedure and was discharged on (B)(6) 2016.

Manufacturer narrative:
Concomitant medica; products: patient medications include but are not limited to: acebutolol, asprin, atorvastatin, carvedilol, citalopram, duloxetine, losartan, nystatin, omeprazole, ranitidine, tamsulosin,

Event description:
It was reported that on (B)(6) 2015, this patient underwent endovascular treatment for an acute type b aortic dissection which extended from the subclavian artery down to the common iliac arteries and was implanted with conformable gore® tag® thoracic endoprostheses. The most proximal device was placed just distal to the left subclavian artery (lsa) and extended distally with a second tag® endoprosthesis. The maximum diameter of the aortic aneurysm/lesion was reported to measure 43mm. Completion aortogram showed the subclavian and celiac filling well with some residual filling of the false lumen but no retrograde filling of the false lumen proximal to the distal end of the second prosthesis. The patient tolerated the procedure with no reported complications or endoleak; and was discharged on (B)(6) 2015. On (B)(6) 2015, follow up computed tomography (CT) determined the maximum diameter of the aortic aneurysm/lesion measured 67.0mm. On (B)(6) 2016, the patient underwent treatment for continuous dissection of the abdominal aorta, and development of an infrarenal abdominal aortic aneurysm measuring 6.2cm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. Additionally, a wallstent was placed within the left external iliac artery outside the area of aneurysmal degeneration; and a bare metal stent was placed in the distal left external iliac artery to ensure flow from a dissection flap. This same day the patient was reported to have been converted to open repair for treatment of a continuous dissection of the abdominal aorta. The operative notes do not reflect a conversion or explant of the devices for the patient. The patient tolerated the procedure and was discharged on april 1, 2016. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.